Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling during use.

Event description:
On 2/17/2023, it was reported by a sales representative via phone that an ar-7715 ucl internal brace implant system had an issue during an elbow ucl procedure on (B)(6) 2023 . The surgeon drilled the tunnel, inserted the first tap of grey color, and drew the tap to the black laser line when the tap became stuck inside the patient. He was unable to remove it because the grey handle became disconnected from the metal shaft, nothing broke off inside the patient. Pliers were used to remove the metal tap in a counterclockwise fashion in one piece, nothing broke off or remained inside the patient. An anchor was inserted, and the case was completed without incident. The device was discarded, no pictures were taken.